Manufacturer narrative:
This report is being filed against an ex-us product 02k91-23, which has a similar product (02k91-27) distributed in the us. (B)(4). Product evaluation was performed in order to investigate this issue. Review of ticket trending and lot search of lot 41541m500 did not identify an increase in complaint activity related to falsely elevated results. Accuracy testing was completed using retained kits of reagent lot 41541m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot 41541m500 performs per specification. A malfunction was not identified since the falsely results are for one discreet patient. The customer indicated that retest of the sample performed at another lab using a different method was negative; however, labeling in the package insert indicates that (B)(4) values obtained with different assay methods cannot be used interchangeably due to differences in assay methods and reagent specificity. No additional issues were identified.

Event description:
The customer questioned the higher than expected results of 452.33 u/ml and 484.07 u/ml for the architect ca19-9xr assay generated from one patient sample. The results were compared to negative results generated when the patient was tested with a non-abbott method. However, the customer indicated that the patient went through extensive gastroenterological and radiological tests including colonoscopy. No further impact to patient management was reported.